Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8107025. Our records show the reported lot was manufactured in june of 2018, and determined that this is the only instance of leakage occurring in this batch of intima-ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our quality engineers evaluated the sample. During the course of the evaluation it was noted that the heparin cap was not completely tightened which led to a small gap between the cap and the adapter. Based on our findings our engineers determined that the most likely root cause for this event is due to the cap becoming loose during transportation of the device.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system it leaked.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system it leaked.